Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This ra lead was explanted and will be returned to boston scientific for analysis. Should additional information become available this investigation will be updated.